Event description:
As reported: "orif for fracture of distal end of left clavicle was performed. A locking screw was inserted into the screw hole in the distal part of the plate (second hole from the distal end) but did not lock. However, the screw was not inserted in this hole".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.